Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During servicing a philips field service engineer noted that the heartstart xl was unable to power up. There is no indication of patient involvement.